Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary the product has not returned to depuy synthes, however a photo was provided for review. Visual inspection of the returned photo found the device with one plate partially deployed at the distal end. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the red trigger mishandling; it is possible that the red trigger was not completely activated to deploy the first plate and to load the second plate and consequently cause the plate to not be deployed. As per the instructions for use (IFU) use instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair surgical procedure it was observed that the truespan 12 degree peek device could not fire. It was reported that another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.